Event description:
Attune fixed baring tibial impactor broke during implantation.

Manufacturer narrative:
Reported in error. (B)(6) 2015 - product received. Upon investigation of the received product, it was determined the instrument was cracked and not broken as originally reported. A crack is not a reportable malfunction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.